Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation, crease fold and white biological tissue. Base on the device analysis the final assessment is:the unit is not ruptured. Wrinkles (creases) are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "any creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "right implant is compromised". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "right side inner breast changes in appearance with a deep indentation seen when she lays down, possible rupture" and "wrinkling." Device has been explanted.